Event description:
It was reported that the device in back up vvi mode alert was received via merlin.net transmission. The patient was brought into the clinic. The device code was downloaded successfully. The patient will be followed up through remote monitoring.